Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery (serial number: (B)(4)). The returned battery was installed in a test system controller and connected to a test power module/system monitor, and a backup battery fault alarm activated immediately due to a backup battery circuit fault, reproducing the reported event. The controller was connected to a mock circulatory loop and operated the system above the low speed limit without issue. External power was then disconnected from the controller and the backup battery was unable to support the test pump. Circuit analysis performed on the backup battery printed circuit board (pcb) revealed a shorted component in the backup battery control circuitry; this resulted in the backup battery fault alarm and inability to support the test pump. The shorted component was replaced. After replacing the component, the alarm resolved and the battery supported a test pump without issue. The root cause of the reported event could not be conclusively determined through this analysis. A manufacturing analysis task was opened to further investigate the shorted pcb component. A specific cause for the issue with the component was not determined; however, due to the component being provided by an external supplier, an external corrective action request (ecar) has been initiated to further investigate the issue. Heartmate iii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) (rev. C), section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate iii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while setting up a heartmate 3 controller and installing the battery, the system monitor displayed a 'battery fault - replace ebb' message. The battery was replaced.